Manufacturer narrative:
One device was received for evaluation. Visual inspection found a chipped top case. A review of the event history log found an ¿invalid syringe size¿ error code. Functional testing was unable to duplicate the ¿invalid syringe size¿ error code; however, the damaged top case was verified. The top case was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had top case damage and could not detect syringe size. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.